Event description:
Customer reported discrepant hemoglobin and hematocrit results from I-stat system as compared to laboratory results. I-stat system hemoglobin 14g/dl hematocrit 40% pcv and laboratory results of 9.9g/dl hematocrit 28.4% pcv.